Manufacturer narrative:
(B)(4). Complaint indicated that sterility package is contaminated. No further details were provided. The device was received in bubble wrap, but no packaging materials were received for analysis. The device was visually examined and it was confirmed that white grease of a type used on the machine was present on the device. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that before an unknown procedure, the instrument in sterility package is contaminated. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.